Event description:
Customer reported that the insulin pump alarmed motor error, squirting the insulin out during the manual prime process and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump had a scratched display window.